Event description:
According to the customer: the physiotherapist was doing exercise with a patient using sara plus. When raising the patient up using sara plus and the bos-sling, the black strap - that is laid under the patient's bottom between the legs - breaks. The patient falls down to the chair which was placed under her. Either the patient nor the therapist were injured, but became of course shocked. The ward cleans all slings by themselves.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4). On behalf of the importer (B)(6). Please not that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of (B)(4) 2012, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by (B)(4). There is a low trend of these events occurring, with tens of thousands of these signs sold yearly and a total of 5 related complaint (two reportable in the abundance of caution because a drop was mentioned: including one reported here). There appears to be no allegation of deficiency aimed at the lift device. Therefore, this investigation focuses on the role of the sling, which was indicated to have failed during use. The sling was inspected by an arjohuntleigh representative and was found to have an extra support strap un-sewed. This part is only there for supplemental support and has no primary weight bearing function. It can be deleted from the sling entirely without compromising safety. The fact it became damaged shows that the intended use as per the sling labeling was not followed. The customer stated that there was a: 'fall a few inches back onto the chair'. However, taking into consideration the part which failed (not bearing weight during normal use, according to IFU), most probably the event was connected with a fast lowering for only few inches which may have resulted in the patient and caregiver stress and dissatisfaction. The most likely reason for the strap failing appears to be lifting while the strap was caught by an obstruction. The device IFU doc# kkx52180m-en indicates multiple times that allowances must be made for obstructions in the lifting process description. Also it instructs the use of the chest strap which will keep the sling in a correct position allowing the sling to support the patient during transfer as intended, removing the possibility of a drop. There is no training evidence available for the staff that operated the device. With the information received and the previous investigation stages documented here it appears to us that use error due to lack of knowledge of the IFU has caused the event.